Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a mitral clip procedure the right ventricular (rv) lead exhibited dislodgement. The rv lead was capped and replaced with a leadless implantable pulse generator (ipg). The lead could not be explanted due to scarring on the superior vena cava. No patient complications have been reported as a result of this event.